Event description:
It was reported that the patient experienced vomiting and low heart rates. It was also noted that the lead had high thresholds with no capture. The lead was found to be dislodged. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.